Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event a doctor reported that he overfilled a patient's root canal with thermaseal ribbon and the patient was experiencing a fever of 102 degrees fahrenheit. The patient was referred to an oral surgeon who extracted the tooth.